Manufacturer narrative:
Pump passed test 1, alarming ¿air-in-line¿ while no tubing was loaded. Also passed test 2, performing to specifications. Pump successfully completed each of the 5 infusions with ¿air-in-line¿ alarming every time the air bubble entered the pump as it should, and infusing normally when no air was present. Pump performed to specification. Reported issue not found, pump performing to specification.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
Healthcare professional reported a pump which allows the fluid and air to continue to past the sensory in the pump. Medication being infused is unknown. No patient injury reported.